Event description:
It was reported that the patient had revision surgery for an infection, for that reason all the implants were removed and it was implanted a new cement mold and a poly tibia. The surgeon reports that the implants did not influence the development of the infection. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had revision surgery for an infection, for that reason all the implants were removed and it was implanted a new cement mold and a poly tibia. The affected tibia base plate, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and sterilization documentation review cannot be completed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the event as a potential adverse event. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. The surgeon reports that the implants did not influence the development of the infection. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per the complaint details, the 2nd left tka revision was performed due to infection. Reportedly, no medical documentation will be provided, as the ¿surgeon does not blame the implants¿ for the infection. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event; however, infection was reported. The patient impact beyond the reported infection and subsequent 2nd revision could not be determined. Should additional information/documentation become available, the clinical/medical task may be re opened for further evaluation. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. A review of sterilization documents indicated that the product was sterilized according to sterilization release documentation. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.